Event description:
The customer reported the system displayed communication error messages. This error is likely to result in a system lock up or prevent the system from booting to a usable state. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.